Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 50 ml experienced odd white markings/particles. The following information was provided by the initial reporter: it looks like we have other syringes with these odd white markings/particles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-jan-2023. H6: investigation summary: it was reported syringes have odd white marking or particles in the barrel. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and the syringe barrel has to red circles highlighting a white speck, identified as embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The photos provided show the sample received. A device history record review was completed for provided material number 309653, lot number 2179897. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escape of this defect, the frequency of inspections were increased. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 50 ml experienced odd white markings/particles. The following information was provided by the initial reporter: it looks like we have other syringes with these odd white markings/particles.